Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR) ¿ the DHR was reviewed and no anomalies that could be associated with the complaint incident was observed. Failure analysis - evaluation was unable to conclusively verify customer information as valid. The returned unit passed all specific functional testing requirements, except for the lock having rotational movement. When the unit is properly positioned and put under pressure, the unit will function properly. Root cause - evaluation found no device deficiencies that would have contributed to the reported complaint. Repairs is unable to duplicate the slippage. Probable root cause for the reported complaint is improper placement of the skull clamp. No further investigation required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward.

Event description:
A facility reported that the mayfield modified skull clamp (a1059) slipped during a case. After pinning the patient, but before applying drapes, the staff observed that the patient had shifted forward with her nose and face against the bars of the clamp. There was no patient injury, but they believe that the rocker arm moved after the pins were engaged. It is unknown if there was surgical delay.